Event description:
A customer reported an event of an "oil smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 06/26/2006. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (09/26/2014 to 03/25/2015) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(6) 2014 through (B)(6) 2015 and was within acceptable limits. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad systems. The catalytic converter was returned and tested. The catalytic converter exhibited smoke during the test cycle and also failed the special test plan. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited smoke during the test cycle. The reason for return of the oil mist filter was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.